Manufacturer narrative:
This device is not distributed, marketed, or sold in the united states. Product evaluation: the probable cause for the reported regurgitation could be confirmed by visual observation. Leaflet 1 had a tear at commissure 1, approximately 7mm in length. Leaflet 3 had two tears, one at commissure 1 (approximately 7 mm in length) and the other at commissure 3 (approximately 11 mm in length). Thickened and swollen tissue was observed on all three leaflets at all three commissures. Minimal host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 2mm. Host tissue was moderate at the stent inflow. The x-ray demonstrated no visible calcification, commissures 1 and 3 wireform distorted. Approximately one-third of the circumference of the sewing ring was cut, wireform was also exposed near leaflet 1 on the inflow aspect, damages most likely due to implant or explant. Additional manufacturer narrative: regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing perivalvular or central leaks by providing more efficient hemodynamics and longer tissue durability. Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Trivial/trace to mild amounts of ar are not unusual post operatively in bioprosthetic valves. This is usually tolerated by the patients. Like mr, if the regurgitation worsens or becomes symptomatic, reoperation may be necessary. The type and cause of regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to procedural related issues and is unrelated to the device. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing perivalvular or central leaks by providing more efficient hemodynamics and longer tissue durability. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Evaluation in process. A supplemental report will be submitted upon completion of device evaluation.

Event description:
Edwards received information that a 25mm pericardial valve was explanted after approximately 10 years due to regurgitation. The patient presented dyspnea 3 months before explant. No further information has been provided.